Event description:
Consumer complaint of lo control test results. Customer states that he obtains a lo result with blood or the control solution. Verified the strips expire 01/15/2017.

Manufacturer narrative:
(B)(4). Meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint is strip issue.